Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced false hypoglycemia due inaccuracies in sensor readings.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
Based on the investigation analysis, the fingerstick measurement of 73 mg/dl was entered at 6:05 pm est on december 6, 2022 and the sensor reading at that time was 59 mg/dl. The investigation of the example on december 6, 2022, showed that the system was within the 20/20 error bounds of the cgm system. This occasional occurrence is still consistent with normal system operation. Prior to the event, the system was displaying a downward trend in sensor readings, and then, correctly asserted a hypo alert at 6 pm est on december 6, 2022. The overall sensor performance was within expectations and there was no malfunction of the system at the time of the event. User was not symptomatic and did not have to take any actions or seek medical attention. Per dms, user is currently using the system with up to date information. The system is performing within expectations. No further resolution was found necessary for this complaint. H3. Device evaluated by manufacturer?: yes. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.